Manufacturer narrative:
Block e1 (initial reporter city, state): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was broken at 10 mm from the proximal pierce hole, and also it was kinked, which are consistent with the findings when the device was observed under magnification and per media inspection based on the provided photos. Additionally, the ends of the broken cutting wire were blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, kinked and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla of the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, after the intubation of the papilla, the ultratome xl was then inserted. When the device was tensioned for the cutting procedure, the cutting wire broke. It was reported that there were no visible injuries noted. Additionally, no part of the device was detached and fell into the patient. The procedure was completed with a second ultratome xl. There were no patient complications reported as a result of this event. Note: photos of the complaint device inside a package were provided by the customer and showed the cutting wire was broken and kinked.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla of the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, after the intubation of the papilla, the ultratome xl was then inserted. When the device was tensioned for the cutting procedure, the cutting wire broke. It was reported that there were no visible injuries noted. Additionally, no part of the device was detached and fell into the patient. The procedure was completed with a second ultratome xl. There were no patient complications reported as a result of this event. Note: photos of the complaint device inside a package were provided by the customer and showed the cutting wire was broken and kinked.

Manufacturer narrative:
Block e1 (initial reporter city, state): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.